Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient experienced ineffective therapy in the lower back and legs. X-rays were taken to determine lead placement. However, the patient opted for surgical intervention as the next course of action. Follow-up identified the lead was repositioned on (B)(6) 2016 which resolved the issue.